Event description:
Implant fracture of a dental implant after 15 years in situ.

Event description:
Implant fracture of a dental implant after 15 years in situ.

Manufacturer narrative:
Implant region 25 fractured. Construction was a dental crown prosthesis. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 15 years in situ.